Manufacturer narrative:
Per the user guide: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) meter read "high" and ketone level was elevated. A bolus was delivered and insulin injection was administered to address bg. Customer went to the emergency room and was admitted to the hospital for elevated bg/diabetic ketoacidosis (dka). Healthcare provider identified ketones as being dangerous. Intravenous fluids, blood thinners, antibiotics, intravenous insulin, long acting insulin injections and acid reducer were administered. Elevated bg/dka were resolved and customer was discharged on (B)(6) 2019 with no permanent injury. Initially, the customer and healthcare provider reported that elevated bg was due to an infection that was not related to the pump or supplies. However, tandem clinical diabetes specialist (cds) spoke with the customer on (B)(6) 2019. The customer reported that the hospital was "not able to find any infection". The customer met with a healthcare provider and the pump basal rates were adjusted. Cds reviewed the pump data and found that the customer was overriding the pump bolus calculation function and calculating the bolus amount manually which could have contributed to elevated bg. Reportedly, customer resumed pump therapy.